Event description:
Customer reported that the top power button was becoming harder to press. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.